Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 100 tubes exhibited shield separation of the stopper assembly on their automated instrument where the shield separated from the stopper. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received 2 photographs for investigation. Evaluation of the attached photographs shows evidence that the stopper stayed inside the tube. Additionally, a total of 29 retained samples were tested for functional tests and found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 100 tubes exhibited shield separation of the stopper assembly on their automated instrument where the shield separated from the stopper. There was no health impact or consequences reported.